Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated the patient&#38112;heart, followed by pericardial effusion and cardiac tamponade. R-wave sensing had also diminished in the days after implant. Fluid was drained on two consecutive days and the lead was then repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.